Manufacturer narrative:
B2: date of death - aware date of (B)(6) 2023 used as date of death is unknown. B3: date of event - aware date of (B)(6) 2023 used as date of event is unknown.

Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown timepoint, the patient died. No further information is available at this time.